Event description:
Hamilton medical ag received the following event description from hospital report: at 10:00 on (B)(6) 2022, the patient suffered from sudden respiratory arrest due to breathing, heartbeat and breathing. The patient was immediately given bare handed cardiopulmonary resuscitation. After assisting the doctor in intubation, the patient needed to connect the ventilator for auxiliary ventilation. The ventilator was normally connected to the pipeline and started up. The rafael ventilator was pushed to the bedside to connect the ventilator for the use of the patient. During the use, the power was suddenly cut off and the ventilator was quickly replaced for normal ventilation. Reported to the equipment department for maintenance and inspection, and found that the built-in battery of the ventilator was faulty. The sudden failure of the equipment battery affects rescue efficiency and delays patient treatment. The engineer found a battery failure during inspection, which led to the occurrence of this event

Manufacturer narrative:
Device manufacturing date:2010-01-22 the backup batteries have been identified to be the faulty component. Batteries were too old. Device can be used normally after replacing the battery.

Event description:
Hamilton medical ag received the following event description from hospital report: at 10:00 on (B)(6), 2022, the patient suffered from sudden respiratory arrest due to breathing, heartbeat and breathing. The patient was immediately given bare handed cardiopulmonary resuscitation. After assisting the doctor in intubation, the patient needed to connect the ventilator for auxiliary ventilation. The ventilator was normally connected to the pipeline and started up. The rafael ventilator was pushed to the bedside to connect the ventilator for the use of the patient. During the use, the power was suddenly cut off and the ventilator was quickly replaced for normal ventilation. Reported to the equipment department for maintenance and inspection, and found that the built-in battery of the ventilator was faulty. The sudden failure of the equipment battery affects rescue efficiency and delays patient treatment. The engineer found a battery failure during inspection, which led to the occurrence of this event

Manufacturer narrative:
Device manufacturing date:2010-01-22. The backup batteries have been identified to be the faulty component. Batteries were too old. Device can be used normally after replacing the battery. Update: upon investigation, the actual situation is that the nurse from the emergency department noticed an alarm after starting up the machine, and found that the battery in the machine was depleted. The patient was not connected to the machine. The biomed department was then notified for handling in a timely manner. There was no sudden power interruption during use as described in the report of the hospital. Normally, when the machine is powered by an external ac power supply, the use of the internal battery would not be activated. The machine has been scrapped currently.